Event description:
On 09/21/2011, the following information was provided by the initial reporter: "when using the cook forceps, I have noticed that it seems to 'tear' the tissue rather than take a nice 'bite', meaning that the specimen is really long and shear as compared to a single piece of tissue. This decreases the ability to take two passes as the physicians like to do when obtaining specimens. Usually I find in the specimen cup a long sheared piece of tissue and nothing much for the second pass." The initial reporter indicated injection of epinephrine at the biopsy site was required. The initial reporter stated that the physician alleged the forceps is the cause for the required epinephrine injection.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record and sample test from this could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. Prior to distribution, all captura serrated large forceps - spike are subjected to a visual inspection and functional test to ensure proper workability. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: for other reports provided by this medical facility, please see the following medwatch reports: 1037905-2011-00679, 1037905-2011-00680, 1037905-2011-00681.